Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number gd896696 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. On the same day as onset, the patient was hospitalized for the peritonitis event. Treatment for the peritonitis event was not reported. It was not reported if dianeal therapy was ongoing. It was not reported if the patient was recovered or was recovering from the peritonitis event. Additional information was requested but is not available.